Event description:
The customer reported while during a robotic assisted colectomy, the jaws would no longer open after sealing tissue. The surgeon had to cut adjacent tissue to remove the device. There was no injury to the pt.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.